Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be confirmed. There was corrosion/contamination by the dso sensor which was likely causing the issue. The dso sensor will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported the device gave a "cassette not attached" alarm. No patient involvement.